Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet with prefilled fiasp cartridges and inset infusion sets, including hyperglycemia up to 200 mg/dl lasting 6¿8 hours and hypoglycemia episodes reported as ¿low,¿ despite meal announcements and no noted infusion set issues. Symptoms included episodes of high and low blood glucose without loss of consciousness or other acute sequelae. Outcomes included self-management of hypoglycemia with fast-acting carbohydrates and juice, with no medical intervention, no ketone testing, and no hospitalization. Investigation included a review of use factors and training needs, attempts to collect additional data, and a plan to review device reports with trainers. Investigation of this case revealed an undetermined cause for the hyperglycemia and hypoglycemia based on available information. It was concluded that the event was user-reported glycemic variability with cause unclear, and additional training was recommended.